Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found poor blood flow between the rear and front blood detector. The primary and secondary aspiration pumps were replaced to fix the aspiration errors. The fse reported flow cell blockage and pc1 errors. The blood sampling valve (bsv) and 376 cpu card were replaced to resolve the problems. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported partial aspiration errors from the coulter lh500 hematology analyzer while running quality control. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.